Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was a line through the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings: during investigation, the pump was powered on to a fully functional, clear, and legible display. The pump was opened to find the display flex fully seated and secure in the connector. The complaint of a line in the display was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked to the left of the bumper pad at the threads traveling down to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.